Event description:
The customer reported an exposure fail. This likely refers to the system failing to make fluoroscopic x-ray exposure. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.